Event description:
The customer received questionable calcium results for 36 patients when tested on their cobas 6000 c501 analyzer, serial number (B)(4). She also noticed the calcium controls were running low. The customer provided results for seven patients, results for one patient were discrepant. The original calcium result was 6.8 mg/dl. The sample was repeated on a different (unspecified) analyzer and recovered 8.5 mg/dl. The original result was reported outside the laboratory. No adverse events have been alleged regarding the discrepancies. The customer noticed precipitant on the reagent probe after it used calcium reagent. Upon evaluation of the analyzer, the field service representative determined a misadjusted (loose) syringe barrel holder on the sample syringe was the cause. He readjusted the syringe barrel holder by tightening the holder. The customer performed calibration and quality control which were within specification. The customer also ran a precision and a correlation between their two cobas 6000 analyzers. All results were acceptable.